Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2005 due to third degree vaginal vault prolapsed and genuine stress incontinence. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2006 due to revision. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy with perineorrhaphy and urethrocystoscopy with calibration.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous vaginal vault suspension, a 4x7cm dermal allograft placement due to urethral hypermobility.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.